Event description:
It was reported the device was used during a gastrectomy (total) procedure. It was reported by the affiliate that on the second firing, the device stopped in the middle of the firing process. There was no pt consequence.